Manufacturer narrative:
Additional information was received that the ipg was moving inside the pocket site causing pain and preventing the patient to charge. There will be no further course of action at this time.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that patient felt warmth when charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that patient felt warmth when charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. Nothing was explanted or added. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that patient felt warmth when charging the ipg. The patient will undergo a revision procedure.